Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has experienced unexplained blood glucose levels. Customer treated with insulin pump and manual insulin injections. Customer noticed insulin leaks from the reservoir and changed reservoir. Customer states insulin continues to drip after motor stops during the manual prime process. Customer stated the insulin pump was disconnected during priming. Customer stated that the tubing connector or the top of the reservoir were not wet with insulin, alcohol or other liquid prior to connecting the infusion set to the reservoir. Troubleshoot was not completed as the customer did not have an additional infusion set and reservoir. Current blood glucose value 6.0 mmol/l. Nothing further reported.